Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-feb-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2322 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number: 816054, manufacturing date: 2011/01, expiration date: 2014/01. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had constant pelvic pain on the left side after placement, which worsened over time. She underwent a laparoscopic total hysterectomy with bilateral salpingectomy, five years after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In this case, patient's medical history and concurrent conditions were not reported. Given the nature of the reported event, positive temporal relationship and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.

Event description:
This case was reported via regulatory authority ansm (reference number: r1700244) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("constant pelvic pain on the left side after placement, which worsened over time") in a female patient who received essure (batch no. 816054). The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), hypertonic bladder ("bladder problems / overactive bladder"), gastric disorder ("stomach problems") and back pain ("radiating lower back pain"). In 2012, the patient experienced pharyngeal disorder ("ent problems") and ear disorder ("ent problems"). On an unknown date, the patient experienced fatigue ("chronic fatigue"), insomnia ("insomnia"), pain in jaw ("jaw pain"), allergy to metals ("allergy test for nickel highly positive"), arthropathy ("muscle and joint problems causing major disturbance of daily life") with arthralgia, muscle disorder ("muscle and joint problems causing major disturbance of daily life") with myalgia and sinus pain ("pain in left maxillary sinus"). The patient was treated with surgery (in (B)(6) 2016, total hysterectomy with bilateral salpingectomy under laparoscopic guidance). Essure was withdrawn. At the time of the report, the pelvic pain, hypertonic bladder, gastric disorder, pharyngeal disorder, ear disorder, back pain, fatigue, insomnia, pain in jaw, allergy to metals, arthropathy, muscle disorder and sinus pain outcome was unknown. The reporter considered pelvic pain, hypertonic bladder, gastric disorder, pharyngeal disorder, ear disorder, back pain, fatigue, insomnia, pain in jaw, allergy to metals, arthropathy, muscle disorder and sinus pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: allergy test result was highly positive for nickel. Underwent a large number of examinations that did not find anything. Company causality comment. This spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had constant pelvic pain on the left side after placement, which worsened over time. She underwent a laparoscopic total hysterectomy with bilateral salpingectomy, five years after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In this case, patient's medical history and concurrent conditions were not reported. Given the nature of the reported event, positive temporal relationship and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected.